Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had high capture thresholds. The lead was capped, and a new lead was implanted in the right ventricle. The patient was in stable condition.